Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Through an evaluation of the electronic patient records, the reported issue of the paddles ECG rhythm not showing was verified to have occurred with this device.   The device configuration information indicates that the device is configured to boot up in the manual mode (with direct access to the AED mode) with lead ii in the channel 1 position on the monitor display. The first time the device was turned on the keylog data indicates that, after approximately 9 seconds, the device user pressed the lead select button once and then pressed the selector knob once (note: this action would have caused the paddles lead to be selected for channel 1). Approximately 1 (one) second later the user pressed the lead select button again and then rotated the selector knob right, then left (twice), then they pressed the selector knob (note: this action would have caused lead I to be selected for channel 1). After approximately 1 minute and 16 seconds, the device user pressed the analyze button (note: this action would caused the device switch to the AED mode and to automatically switch to the paddles lead). After another 16 seconds, the device user pressed the lead select button twice and then pressed the selector knob (note: this action would caused the device switch back to the manual mode and switch to the paddles lead if it was not already selected). The patient event record indicates that there was no ECG recorded during the device use. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control performed a clinical review of the reported event and concluded that the device use did not contribute to the death of the patient.

Event description:
It was reported that paramedics were called to a (B)(6) female (described as obese) found unresponsive by family members (un-witnessed arrest). The patient had last been seen awake and breathing 85 minutes earlier. The patient was reported as cyanotic with no vital signs. The patient was warm to the touch with no rigor mortis. After the first lifepak 15 monitor/defibrillator (serial number (B)(4)) was connected to the patient using defibrillation electrodes (quik-combo), the device reportedly failed to display the patient's ECG and displayed only a dashed line. The device user reported that he confirmed that the device was set to display the paddles lead, however the reported issue continued. The device user turned the device off and back on, however the reported issue continued. A second device (device #2, serial number (B)(4)) was next used with the same defibrillation electrodes. The second device also reportedly failed to display the patient's ECG when the paddles lead was selected. A third device (device #3) arrived on scene from the fire department and was used to successfully display the patient's ECG using the paddles lead. The patient's rhythm was diagnosed as low voltage pea and later became asystole. After a period of time, the patient was disconnected from device #3 and re-connected to this device (device #1) which properly displayed the patient's ECG rhythm in the paddles lead. Resuscitation efforts were terminated after approximately 20 minutes. The patient was not resuscitated. The paramedics indicated that the reported issue did not have an adverse impact on the patient's outcome because the patient was not in a shockable rhythm.